Event description:
This report is based on information provided by the philips authorized repair facility and has been investigated by the philips complaint handling team. It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test. After the speaker was replaced, the unit returned to working specification. No further investigation or action is warranted at this time.